Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 4:00 pm, during which their sensor glucose (sg) was 227 mg/dl and blood glucose (bg) was 238 mg/dl. A review of the data management system (dms) data showed that at 4:02 pm, the sg remained at 227 mg/dl, and no bg value was entered at that time. The alert history indicated that the user did not receive a high glucose alert around the reported time, as the sg was below the alert threshold of 250 mg/dl. The sg increased to 243 mg/dl by 4:07 pm, and a high glucose alert was triggered at 4:12 pm when the sg reached 252 mg/dl. The user did not seek medical treatment but administered insulin and mentioned that their healthcare provider (hcp) was not aware of the event. The user was advised to inform their hcp. Dms data review showed no issues with sensor health. However, the user had been using doxycycline since early 2024, and tetracycline antibiotics are noted in the labeling as potentially causing falsely low glucose readings. This case was discussed with the chief medical officer (cmo), who confirmed that the sg/bg differences were within expected limits. The user was advised to discuss the possibility of changing medications with their hcp and was informed that a call with the cmo could be arranged if their hcp wished to discuss the matter further. Following the event, the user reported improved sg/bg agreement, with only a 2-5 mg/dl difference. A review of two weeks of data post-feedback confirmed good agreement between sensor and calibration readings, and the user was advised to continue using the system. B4. Date of this report 31 may 2025. G3. Date received by the manufacturer? 31 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: on (B)(6) 2025 - 4:00 pm est (sg): 227 mg/dl (bg): 238 mg/dl. After dms review, we confirmed the following information at the time of the event: as per dms review, on march 3rd, 2025, at 4:02 pm est, the sg was 227 mg/dl (bg): no bg was submitted into the system, but user confirmed taking a bg at that time of 238 mg/dl. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of the event because the sg never went above the alert level.the user didn't seek medical treatment and took insulin by himself.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.